Event description:
It was reported that during a craniotomy surgical procedure the attachment device was "heating up". The planned surgical procedure was completed successfully without delay as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the device met manufacturing specifications. The reported condition could not be confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).